Event description:
Spontaneous, pt advised, my last order of bd pen needle/short/ultra fine/31 g had a defective needle. It actually didn't have a needle in it. I was wondering if I can get a few extra pen needles in case this happens again, and also because I'm down one needle since it was defective. No adverse events or missed doses reported. Unk if on hand for return. Unknown if md aware. Unknown lot number and expiration. No further information given. Indication: age-related osteoporosis with current pathological fracture, unspecified site, initial encounter for fracture. Reported to (B)(6) by pt/caregiver.